Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the results of the investigation, the probable cause of the reported event is due to the use of a high-energy endo therapy accessory without sufficient distance from the distal end may have led to the burning of the distal cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the evaluation of the colonovideoscope, the plastic distal cover was burned. There was no patient involvement.